Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on the bus and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 1.2 pockets were not detecting. The field service engineer (fse) powered down the unit, inspected the bus cable, removed the rear cover, inspected and reseated all connections. Diagnostics were run, all components were confirmed operational, and the system was restarted to the application, resolving the issue. The customer recovered the drawer successfully. The system functioned as intended after the field service engineer repaired the device.